Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluations included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Device manufacture date: monitor: 05/03/2013; belt: 06/06/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. No other details are known surrounding the event. Review of the downloaded data revealed that the patient experienced an inappropriate defibrillation event on (B)(6) 2018. One inappropriate shock was delivered during asystole with CPR artifact. The rhythm after the shock was asystole. Over sensing low-amplitude cardiac signal and CPR artifact contributed to the false detection. No additional treatments were delivered. The response buttons were not pressed during the treatment event. Asystole is considered a non-treatable rhythm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient passed away on (B)(6) 2018. There were no deficiencies alleged. No sustained ventricular tachyarrhythmias were detected. There is no indication that the lifevest caused or contributed to the patient death.